Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices after an endovascular treatment interventional procedure using a 7f sheath. Reportedly, when attempting the first prostyle device, a suture break occurred during knot advancement. When attempting the second prostyle device, the suture broke during knot advancement when the physician switched hands. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The additional prostyle device with reported issue referenced is filed under a separate medwatch report number.